Event description:
It was reported that during the implant of the new right ventricle (rv) implantable cardiac defibrillator (ICD) lead, the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.